Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 inflatable penile prosthesis (ipp) cylinder underwent a thorough analysis. The ams 700 inflatable penile prosthesis (ipp) cylinder was visually inspected, and leak, pressure and functionally tested. No damage or abnormality was noted, no leaks were identified in the ams 700 inflatable penile prosthesis (ipp) cylinder. Based on the information available and analysis results, the reported clinical observation of the reservoir and one of the cylinders having a hole each one could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. A surgical procedure was performed during which it was found that the reservoir and one of the cylinders each had a hole. The cylinder was explanted and replaced, and a new reservoir was implanted. The previous reservoir remains implanted. There were no patient complications reported.

Manufacturer narrative:
This initial report was not able to be submitted on -time by boston scientific because of delayed acknowledgments from FDA. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. A surgical procedure was performed during which it was found that the reservoir and one of the cylinders each had a hole. The cylinder was explanted and replaced, and a new reservoir was implanted. The previous reservoir remains implanted. There were no patient complications reported.